Event description:
The hamilton microlab at plus 2 instrument did not pipette reagent while pipetting the volume verification maintenance. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) replaced the internal tip clamp in position 8. Volume verification was performed successfully after repair. The instrument was tested without further problem and was returned to expected operation.